Manufacturer narrative:
This device used for treatment and not diagnosis. This report is for an unknown 2.0 cannulated drill bit. Device is an instrument and is not implanted/explanted. Unable to provide a 510k#: part and lot number is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: drill bit broke, fragments not retrieved. Synthes 2.0mm cannulated drill bit (for 2.4/3mm headless compression screw) broke off in the left scaphoid during surgery when drilling over specified guide wire and surgeon was unable to remove it without significant damage to the bone and will therefore be left in scaphoid. This report is on an unknown 2.0mm cannulated drill bit. This is 1 of 1 report for complaint (B)(4).